Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that, following a trabecular stent implantation procedure combined with phacoemulsification, the patient experienced cystoid macular edema (cmo), requiring surgical removal of the stent several months later. Additional information has been requested but no information is available at the time of this report. There are two medical reports associated with same event. This file is 2 of 2.